Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 62 mg/dl. The customer stated that the lcd screen got damaged got slammed in car door. The customer can't read the screen of the insulin pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.